Manufacturer narrative:
This event occurred in gbr. (UDI): (B)(4). The meter and test strips were requested for investigation. The retention material of lot 41517000 was visually checked. Retention material showed no abnormalities and fulfill the requirements.

Event description:
The initial reporter questioned results for leucocytes and erythrocytes on a urisys 1100 analyzer compared to the visual reading with test strips. The customer provided an example of discrepant results for 1 patient tested for leucocytes. The leucocytes result from the analyzer was negative. The visual reading from the test strip was "pos." No example was provided for erythrocytes. The combur 10 test strip lot number was 41517007 with an expiration date of (B)(6) 2021.

Manufacturer narrative:
The analyzer (s/n (B)(6) ) was returned for investigation. The test strips were not returned. The test strip tray showed heavy signs of contamination. A retention test strip tray was installed and retention material of lot 41517000 was measured on the investigation unit (iu) urisys 1100 analyzer and on the customer's urisys 1100 analyzer (B)(6)and were checked by visual function with 0-native urine, an erythrocytes-dilution-series, and a leucocytes-dilution-series. The retention material shows no abnormalities and fulfills the requirements. No false negative results were observed with the iu analyzer or with the customer analyzer. The customer's analyzer was visually checked. The customer's analyzer was also opened and checked inside. The customer's analyzer showed no damage, but signs of heavy contamination on the test strip tray and inside the printer compartment. The inner space of the analyzer shows no signs of contamination. Product labeling provides instructions on cleaning the test strip tray, specifically: "rinse the test strip tray under running water." The investigation did not identify a product problem. The cause of the event could not be determined.